Manufacturer narrative:
(B)(4). X-rays documenting the event was received. Product not returned to manufacturer

Event description:
It was reported that unknown one piece abutment was loose. Tooth location #12. Item or lot number was not available.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Photographs returned by the customer show the reported abutment, which is noted to be shaped and worn from use at the crown engagement feature. No signs of thread damage are clear from the images provided. A device malfunction was unconfirmed. The loosening event cannot be recreated and is considered non-verifiable.

Event description:
No further event information available at the time of this report.